Manufacturer narrative:
Field service was dispatched and cleaned and adjusted pipetter components and wash cups. Field service also replaced and calibrated the stat probe which was considered to be the likely cause of the issue. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since troubleshooting was performed by field service. The architect system operations manual provides information regarding maintenance, component replacement, limitations of result interpretation, and troubleshooting the reported issue. The architect stat high sensitive troponin-I package insert provides information for sample handling, interpretation of results, and performance characteristics, including a precision claims of < and = 10%. The precision of the replicates provided by the customer fall within the performance claims of the assay. A review of the 12 month search for similar complaints identified no adverse trend of the probe. A review of the i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The issue was resolved through normal troubleshooting, which included replacing the stat probe and cleaning/adjusting the pipettor components and wash cups. Based on the investigation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated patient ID (B)(4) generated a positive architect high sensitive troponin-I result of 34.8 pg/ml but initially generated negative architect high sensitive troponin-I results. The positive architect high sensitive troponin-I results were considered to be incorrect. The account uses a male cutoff of 34.2 pg/ml for high sensitive troponin-I. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.